Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of a taxus express2 - 4.0 x 20 mm drug eluting stent the physician noticed the stent delivery shaft was kinked and stent struts were damaged. Consequently, the stent never touched the patient. No patient injury complication was reported. The procedure was successfully completed using another taxus express2 - 4.0 x 20 mm drug eluting stent. Patient status is reported as "satisfactory/good".